Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Unique identifier (UDI): (B)(4). The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue with a coaguchek xs meter. Upon completion of a display check, segments were missing from the results field of the device. The customer had replaced the batteries; there were no signs of moisture or debris inside the battery compartment. Black debris was noted at the strip insertion area of the device; the customer does not know what it is. No patients have been tested with the meter since the customer noticed the missing segments.